Event description:
There were no device malfunctions or concerns with the system controller and the patient had no symptoms or adverse consequences as a result of the system controller exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis. It was reported that the controller underwent a routine exchange. There were no issues reported with the controller. Additional information provided on 05mar2024 stated that the controller was exchanged on 01oct2023. There were no adverse events related to the exchange. The controller will not be returning.

Manufacturer narrative:
B5: the event date was estimated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete. Section e1: reporter address line 1: (B)(6). Section e1: reporter postal office or zip code: (B)(6).

Event description:
It was reported that the system controller was replaced at the timing of regular replacement.